Event description:
Customer reported on a bravo ph capsule that failed to attach. According to the customer, the capsule came up with the delivery system, it was loose but capsule never attached. The patient was not injured following the procedure.